Event description:
Cardiac arrest in patient room on ward. Lifepak 9 on crash cart hooked up to patient. Monitor screen working. Recorder only recording strips approx. 2.5 cm long. Patient defibrillated x 6 with response and pattern change. Unable to determine exact pattern because of recorder failure. Patient placed on another defibrillator from emergency room as soon as available. Also in use at time of arrest: ambubag, abbott life care pumps x 3, continuous suction machinedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure, invalid data. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.